Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 3.50x28mm promus element plus drug-eluting stent was advanced and deployed to treat the target lesion. However, post-deployment, the physician noted a non blood flow limiting proximal edge dissection under fluoroscopy. Subsequently, a 3.5x16 promus element plus stent was used to treat the dissection and the procedure was completed. No further patient complications were reported and the patient was stable.